Manufacturer narrative:
D10: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: sn# (B)(6), 320-06-46 - glenosphere 46mm: sn# (B)(6), 320-15-01 - eq rev glenoid plate: sn# (B)(6), 320-15-05 - eq rev locking screw: sn# (B)(6), 320-20-00 - eq reverse torque defining screw kit: sn# (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: sn# (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: sn# (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: sn# (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: sn# (B)(6), 321-52-07 - 3.2mm drill bit sterile: sn# (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip: sn# (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip: sn# (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack: sn# (B)(6), 322-10-00 - humeral adapter tray, +0: sn# (B)(6), 322-46-00 - 145-deg pe 46mm hum liner +0: sn# (B)(6), 531-78-20 - shouldr gps hex pins kit: sn# (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Approximately one year and six-months post-surgery, the patient underwent a revision due to pain. Subsequently, the patient experienced pain. As a result, approximately three-months post-surgery, the patient underwent a second revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.